Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, unspecified issues were observed on the implantable cardioverter defibrillator, right ventricular lead, and right atrial lead; however, the device and right ventricular lead were implanted. The right atrial lead was not implanted; another lead was implanted. The patient¿s condition was stable. No further information was reported.